Event description:
It was reported that pericardial effusion (pe), cardiac perforation, and cardiac tamponade occurred. The procedure was cancelled. A left atrial appendage (laa) closure was being performed using transesophageal echocardiogram (tee) and intracardiac (ice) imaging. Pre-procedure imaging confirmed a pre-existing trivial pe. A versacross connect laac access solution was selected for use for transeptal puncture (tsp) along with a watchman trusteer access system (was). Venous access was obtained and the vcc and was gained tsp access and the approach was too posterior. During the procedure, the patient developed a pe in the posterior and inferior septum approximately 10 minutes after tsp due to a cardiac perforation. Cardiac tamponade was also noted. A pericardiocentesis was performed and the patient was sent to have cardiothoracic surgery. The exact surgical outcome remains unknown. Procedure was cancelled. Patient was hospitalized and expected to fully be recovered.